Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced pelvic pain, urinary retention, urinary frequency, obstructive voiding symptoms, urinary urgency, dysuria, bladder spasms, enuresis [inability to control urination], low back pain, urinary tract infection, dyspareunia and mesh erosion. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.